Manufacturer narrative:
Correction: update to event reveals that this reported device is not a suspected cause or contributor to the patient's experience and considered concomitant.

Event description:
Primary surgery was performed (B)(6) 2002. Revision surgery was performed due to aseptic loosening. Update: securfit shell loosened.

Event description:
Primary surgery was performed on (B)(6) 2002. Revision surgery was performed due to aseptic loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.